Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during whipple procedure, when the surgeon open the package the found out that the needle was already not attached in to the thread, and when they remove the thread they found out that it had a knot in the end. They then used another suture to resolve the issue. There was no patient injury.